Event description:
It was reported that the asymptomatic patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing and resulted in episodes of high ventricular rates. No intervention was performed. There were no patient consequences. The patient would be further monitored.